Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem: "fibers present" (foreign material present in device). The surgeon reported small fibers are present during the procedure. No pt impact was reported. Additional f/u info has been requested.